Manufacturer narrative:
(B)(6). Device manufacture date: may 2, 2018 - may 3, 2018. Two devices were received for evaluation. A visual inspection was performed via the naked eye which noted a black speck approximately 0.05 to 0.06 square mm in size, completely embedded in the material of each stressmember. The stressmember has no contact with the fluid path. An ftir spectroscopy test was attempted, but the embedded specks were insufficient to produce visible signals on the ftir spectra. Therefore, the specks were not identified. The reported conditions were verified. The cause of the conditions were not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed on the tubing filter of two (2) small volume intermates. This was noted prior to use. There was no patient involvement. No additional information is available.